Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. As received the axium prime pushwire found broken into 5 segments with the proximal 4 segments retained together by the release wire. The implant coil was detached and missing. The instant detacher was not returned for evaluation as it was discarded. One segment of the pushwire and the tack weld replacement (twr) crimps were found intact. A segment of the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire segment was found bent at several locations from the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Follow up was conducted to find out the location of the missing implant coil and response received stated that the implant coil was discarded at the site. As the instant detacher and the implant coil were not returned for evaluation; any contributing factors from these could not be assessed. The intact tack weld replacement (twr) crimps is evidence that the instant detacher was not successful at actuating the detachment mechanism. It is possible that the difficulty during detachment and the multiple breaks in the pushwire were due to the fact that the customer broke the hypotube at the incorrect locations. It is also possible the release wire was completely pulled back from the lumen stop, which likely led to the subsequent detachment of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is expected to return for evaluation. Once the device has been received and evaluation completed, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil would not detach neither with an instant detacher nor by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that during procedure, the physician attempted to detach the coil two times with instant detacher and two times with manual detachment method but the coil did not detach. The physician removed the microcatheter and coil from the patient. The procedure was discontinued. No patient complications were reported.